Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The safety any effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in acute and chronic dissection. Other device implanted.

Event description:
In 2005, this pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm with a dissection. The pt tolerated the procedure. Four days later, the pt presented with hemiparesis on the right side. An electroencephalogram showed the encephalitis secondary to ischemia and anoxia. The pt was removed from life support at the request of the family and the pt expired.